Event description:
Customer reported she experienced severe hypoglycemia at 3:33 a.m. She was talking in her sleep, and her husband tested her blood glucose. The result was 33 mg/dl, and she was "barely conscious." Husband placed glucose gel under tongue and then she ate a fiber bar and banana. She would not have been capable of self-treatment. She reported this was caused by her doctor's office misprogramming the basal rates. Her basal rate was set to 1.6 units per hour, and she lowered it to 1.3 units per hour. Prior to the event, her last blood glucose reading was 106 mg/dl at 9:30 p.m. And the last bolus was delivered at 7:00 p.m. No product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.